Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "material fracture of two 5.0mm t2 locking screws. 1x in the posterior locking hole and 1x in the proximal locking hole." Revision surgery was performed.

Event description:
As reported: "material fracture of two 5.0mm t2 locking screws. 1x in the posterior locking hole and 1x in the proximal locking hole." Revision surgery was performed.

Manufacturer narrative:
The reported event could be confirmed, although the device was not returned; x-rays were provided which confirms the alleged failure. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. A formal medical opinion was sought from an independent medical professional regarding the x-rays that were provided. He opined that the: ¿the ankle joint around the implanted ankle arthrodesis nail has obviously not consolidated. Due to the persisting forces that resulted in this event the screws broke. Generally this could lead to some kind of self dynamization with further compression around the desired arthrodesis in the joint and it could lead to consolidation. But this could only be assessed with further clinical information and more information on the regarding the time from implantation and from the observed event and potential complaints of the patient.¿ through the above opinion, the most probable reason for the breakage appears to be the lack of consolidation around the fractured area, however more detailed information such patient¿s medical records and the device itself are needed to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.